Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2024. On (B)(6), the physician found that the cerebral ventricle did not shrink when adjusting the setting pressure. In december, the physician suspected the valve was occluded and connected the peritoneal catheter to an external drainage tube. The device remains implanted, and the patient was waiting for revision surgery to replace the valve. According to additional information, the revision date is unknown and the patient experienced dizziness because the valve did not drain the cerebrospinal fluid (csf).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823832) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.